Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured and leakage of the drug solution was noted into the housing. The issue occurred after the device was filled with drug solution in the pharmacy department. There was no patient involvement. No additional information is available.